Manufacturer narrative:
(B)(4). Event date: (B)(6) 2017. Concomitant product(s): - part: 00630505036, name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 63110722. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001822565-2017-05512.

Event description:
It was reported that a patient underwent a closed reduction procedure due to dislocation. The patient dislocated while pulling weeds. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00145.